Event description:
While attempting to suture patient's forehead, suture material repeatedly broke apart. Sutures were placed, but as next one was being placed, last suture split apart. Remaining box of sutures with same lot number pulled from use.